Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 37 mg/dl. The customer stated that he primed the infusion set while it was connected to his body. Troubleshooting was performed. The insulin pump was not exposed to high magnetic fields. The customer was unsure of what the programming should be. The customer stated that he sometimes has trouble reading the screen. Advised the customer never to prime while connected and to speak with his doctor about the insulin pump programming. Nothing further was reported.